Event description:
An intrastent was implanted in the iliac of a patient on july 2013. The patient has reported experiencing pain in the groin since the procedure and reports that most pain occurs when sitting. The patient has also reported discoloration from the groin to the ankle. The patient reported that the physician conducted an ultrasound and reported that all was normal. Patient is on pain killers and does not have a known allergy to nickel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.